Manufacturer narrative:
Per the user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after delivering a correction bolus, the customer went to sleep and the blood glucose (bg) level lowered to 55 mg/dl. Glucose tablets and food were consumed. As the event occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.